Event description:
Voluntary medwatch received states the right ventricular lead exhibited intermittent loss of capture. Programming changes were performed. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156148.